Manufacturer narrative:
Device evaluation: one device was received for device analysis. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed by functional testing. The root cause is due to the defective mainboard that was found. The mainboard was replaced.

Event description:
It was reported that the device was showing 45639 error code. Event occurred during start up.